Event description:
An error message was reported with the adc device. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced symptoms described as lack of waking up. Customer was unable to self treat and received third party treatment of dates. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. Visual inspection has been performed and no issues were observed. Removed the sensor plug and plug assembly was inspected, no failure modes were observed. Sim vivo test was performed and results were within specification indicating the sensor was performing as intended. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.